Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Tampon becoming stuck - vagina [foreign body in reproductive tract]. Removal string coming off - tampon [device breakage]. To have a tampon removed due to the removal string coming off and the rest of the tampoon becoming stuck [complication of device removal]. Case description: consumer reported that the tampon became stuck in her daughter and required medical removal. No serious injury was reported.